Event description:
It was reported that the pump software was suspending insulin delivery inappropriately due to an unidentified malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.